Event description:
It was reported that following an ablation procedure, the patient experienced swelling, neurocognitive delay which required rehab and syndrome of inappropriate antidiuretic hormone secretion (siadh). It was noted that the swelling and neurocognitive delay were definitely related to the procedure and that the patient had increased steroids; the siadh was possibly related to the procedure and that patient had fluid restriction and increased salt intake. There were no further patient complications reported in relation to this event.